Manufacturer narrative:
H3: product analysis: evaluation could not reproduce the reported malfunction of overheating as the temperature was within specification at 86.54°f. It was noted that the distal bearing is corroded due to inadequate preventive maintenance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: evaluation could not reproduce the reported malfunction of overheating as the temperature was within specification at 86.54°f. It was noted that the device had inadequate preventive maintenance. Pss unknown tool: no conclusion can be drawn. No evaluation was performed, as the device was device discarded by customer. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: pss unknown tool, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during craniotomy for brain tenonectomy procedure, during the use of the twist drill, sudden overheating and smoke were generated, and the twist drill and attachment tip were burned. There was no patient involved with this event. It was reported that 20 minutes of procedure delay occurred and a spare product was used to complete the procedure. There was no patient impact associated with this event.